Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a complete supply change on an ilet system while using an inset 23" 6 mm infusion set and dexcom g7 sensors, and subsequently experienced hyperglycemia with a blood glucose of 227 mg/dl after eating; troubleshooting and education were provided, and no device alerts or alarms occurred. Symptoms included hyperglycemia without acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device malfunction or component failure identified, and the event was consistent with postprandial hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.